Event description:
The customer contact reported the device alarmed with an 11/004 (less than 2.0 volts on lithium battery) service alarm code. The pump was returned to the engineering department from the postoperative unit with a probe that said "to service". There were no reports of any adverse pt events and no device was in clinical use. No add'l info was provided.

Manufacturer narrative:
Testing and investigation found at power up the device alarmed for 11/004 (less than 2.0 volts on lithium battery) service alarm code. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.